Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Ulcerative colitis refractory to medical therapy. Did the patient receive any preoperative chemotherapy or radiation? No. When was the staple retaining cap removed? Yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Inspected it 3 times (measure twice, cut once). Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One fire; it was a skinny child. Can more information be provided about the staples that deployed in regards to shape and location? Stapler only fired proximal row and did not fire distally, thus left rectal cuff completely open. What is the current status of the patient? Required an additional 3 hours of surgery and asked a partner to come in and help, had to do a rectal mucosectomy and transanal pull through. Also, required procedures to "lengthen" the mesentery now that the pouch had to reach the anoderm. He is fine now.

Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about the staples that deployed in regards to shape and location? What is the current status of the patient?

Event description:
It was reported that during a completion proctectomy with ileoanal j-pouch reconstruction and temporary diverting ileostomy, the stapler misfired and only stapled the portion of the rectum being removed and left the remaining completely wide open and no opportunity to sew it. The doctor performed a completion mucosectomy and placed the j-pouch well into the rectal canal just above the dentate line. The procedure was extended by 150 minutes.